Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s ins was no longer working, which they stated began ¿quite a few years ago, maybe three or more¿ (the specific date/month/year could not be confirmed). It was reported that the last 4 to 5 months (2019), they were then experiencing stiffness around the ins. They stated that when they get up out of bed in the morning they had stiffness and it took them half the day before it would get better. They wanted to know if they should have the ins removed or if it could just stay in their body. The patient was redirected to follow-up with their healthcare provider (hcp). No further complications were reported/anticipated.